Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification, moderate tortuosity and 80% stenosis. The tip of the 2.0x28 mm xience proa stent delivery system (sds) shaft released [broke] during an attempt to cross the lesion. A non-abbott device was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis was performed on the returned device. The reported failure to advance could not be tested as it was based on operational context. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. It was reported that the stent delivery system met resistance with the patient¿s lesion and that the hypotube separated at the proximal shaft. Analysis of the returned device confirmed the reported material separation. It is likely that the device interacted with the moderate calcification, moderate tortuosity, and 80% stenosed lesion during advancement, resulting in the reported failure to advance and subsequent material separation at the proximal shaft. Additionally, analysis noted stent deformation likely due to the interaction with the patient¿s lesion. In addition, analysis of the returned device confirmed the crossing profile met specification. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6: medical device problem code 1069 was removed.

Event description:
Subsequent to the initially reported information, the device was received and the hypotube was separated from the strain relief. The account stated that the separated hypotube is what was reported as the 'shaft released' and the separated portion was simply withdrawn. No additional information was provided